Event description:
Following implant, the patient experienced neurological symptoms including weakness and sensory deficits in their lower extremities. The patient was admitted to the hospital. All of the system components were explanted. The patient's symptoms resolved after explant. The patient's status was reported to be "fair". Allergy testing was being considered. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.